Event description:
The technician alleged the stretcher still rolls after the brake steer has been set to brake position. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters and replaced the brake steer pedal, brake pad and steer pad to resolve the issue.